Event description:
Our legal department received the claim from a lawyer as patient representative of ceramic pinnacle corail prosthesis. Attached document and the information about the complaint is included on the letter complaint: the patient had an total hip arthroplasty intervention on (B)(6) 2014. On (B)(6) 2014 on the diagnosis exam the assessment was a break of the ceramic insertion cup-shaped, of the above mentioned prosthesis. The patient is waiting a new intervention in (B)(6) 2014, this prosthesis is been covered by the guarantee. The lawyer claims for damages and medical cost for the new intervention for implant substitution and legal cost.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Part/lot information was received, this product is not sold in the us.